Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide bundle failure was a light transmission problem, but the cause of the light guide bundle failure could not be determined. The most likely cause was some kind of excessive force. The most probable cause of the complaint was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had light guide bundle of the insertion section was severely dented, interrupted and weakened. There was no patient involvement.